Event description:
As a seldinger technique introduced guidewire followed by white sheath and then introduced the balloon which passed smoothly. The tip of the balloon touched the native common iliac artery wall and perhaps caused injury to intima; subsequently balloon was placed in descending thoracic aorta and functioned normally with good augmentation, but as the pt's bp improved, surgeon found the abdomen started distending and surgeon opened abdomen to find out the tear in abdominal aorta or branches caused by balloon tip. It was such a difficult task to locate the tear, by the time the tear was fixed, enormous amount of blood was lost and pt did not make it. The pt expired. The iab was not returned to datascope. Event complications: injury/death - reported 12/03. Pt's current status: expired-rpt'd 12/03.